Event description:
The customer reported unable to acquire v3 on a 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire v3 on a 12 lead ECG. There was no reported adverse pt impact. The customer isolated the problem to the trunk cable. The trunk cable was replaced and the issue was resolved. We will consider this a malfunction of the trunk cable were v3 could not be acquired on a 12 lead ECG. As of (B)(6) 2012, the customer has not reported any further trouble with this device.